Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that the patient experienced syncope in their home and was subsequently hospitalized. Upon interrogation it was found that the right ventricular (rv) lead exhibited high impedance measurements of 1600 ohms. However review of stored values found that impedances ranged from 1600 to 2000 ohms. When the lead was reprogrammed to unipolar configuration the value decreased to 650 ohms. During the hospitalization loss of capture (loc) for the rv lead was seen on the monitor due to high threshold measurements. A temporary pacemaker lead was inserted. Three days later the patient underwent a revision procedure due to concerns over a conductor fracture and insulation issues. During the procedure the rv lead was tested with a pacing system analyzer (psa) and yielded within range impedance and threshold measurements. Due to this a connection issue was considered as a possible cause. The physician performed a tug test and saw no indications of a loose connection. Ultimately the physician opted to explant both the pacemaker and rv lead. A new device and lead were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies that would have contributed to the reported allegations. Pin gauge testing, designed to verify proper port dimensions was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient experienced syncope in their home and was subsequently hospitalized. Upon interrogation it was found that the right ventricular (rv) lead exhibited high impedance measurements of 1600 ohms. However review of stored values found that impedances ranged from 1600 to 2000 ohms. When the lead was reprogrammed to unipolar configuration the value decreased to 650 ohms. During the hospitalization loss of capture (loc) for the rv lead was seen on the monitor due to high threshold measurements. A temporary pacemaker lead was inserted. Three days later the patient underwent a revision procedure due to concerns over a conductor fracture and insulation issues. During the procedure the rv lead was tested with a pacing system analyzer (psa) and yielded within range impedance and threshold measurements. Due to this a connection issue was considered as a possible cause. The physician performed a tug test and saw no indications of a loose connection. Ultimately the physician opted to explant both the pacemaker and rv lead. A new device and lead were successfully implanted and no additional adverse patient effects were reported.